Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the mobile programmer application crashed and displayed an unexpected error message. The user closed and re-started the application but the components had to be reconnected and the application did not allow the option to search for the last patient, the user then passed the head with a sterile sleeve cover to recover the session. The mobile programmer remains in use. No patient complications have been reported as a result of this event.